Event description:
It was reported that following an alif surgery the patient developed an infection at abdominal incision site which was not device related. It was believed that the infection was due to post op wound healing. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2022 the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).